Manufacturer narrative:
(B)(6). Results: a sample was returned and the reported defect was confirmed. Although the reported defect was confirmed it is unclear as to when the damaged occured. 200 retained samples from this lot number were evaluated and no instances of damage were identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5307557. Conclusion: no definitive root cause be established for the reported defect.

Event description:
It was reported that bd vacutainer® spray-coated k2edta tubes had blood leakage from the bottom of the tube. No serious injury or medical intervention reported.